Event description:
During the exam when customer tilted the system, the button on the optigrip got stuck and the system did not stop moving. Customer had to press the emergency button to stop the system movement and prevent pt from falling of the table. The pt did not fall of the table and there are no injuries involved in this event.

Manufacturer narrative:
The system was checked by the siemens local engineer, (B)(4). He disabled the table tilt buttons on the handle and the customer continues to utilized the system by using two add'l tilt buttons on the unit. Customer's address: (B)(6).